Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm, pump error 40, and pump error 24 alarms due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had alarmed critical pump error, power failure, and motor safety circuit failed test. The customer's blood glucose level was unknown at the time of the incident. The customer reported that he got the critical pump error picture on screen. The customer was assisted with troubleshooting and the alarm did not clear. The customer was assisted with insulin pump reset procedure; however the pump screen turned off. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.